Event description:
Upon receipt of the device, the user reported that one of the thumb screws under the tray was missing. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.